Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/02/2025, it was reported that the user¿s dexcom sensor displayed 140 mg/dl while a fingerstick showed 444 mg/dl. Because the ilet relied on the inaccurate cgm reading, no correction insulin was delivered. The user attempted to correct with meal announcements but was advised this could lead to insulin stacking. After replacing the dexcom sensor, accurate readings resumed, and blood glucose returned to range. No symptoms, external assistance, or medical intervention occurred.